Event description:
It was reported that the suture broke and the broken ends frayed when trying to close the ascending aorta during an aortic valve procedure. The suture was not used and there was no adverse consequence to the pt.